Manufacturer narrative:
This report is being sent to provide new information in sections b1, b2, b5, h1, and h6. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that at the recent follow-up appointment, this implantable pacemaker battery longevity was found to have decreased by three years over the course of a few months. Boston scientific technical services (ts) was contacted for an assessment, but the necessary device data was not provided. It was mentioned that the patient's threshold measurements are high, resulting in elevated outputs. However, without data, ts was unable to determine whether the depletion observed was premature, or normal depletion. Recently, the physician explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b1, b2, b5, h1, and h6.

Event description:
It was reported that at the recent follow-up appointment, this implantable pacemaker battery longevity was found to have decreased by three years over the course of a few months. Boston scientific technical services (ts) was contacted for an assessment, but the necessary device data was not provided. It was mentioned that the patient's threshold measurements are high, resulting in elevated outputs. However, without data, ts was unable to determine whether the depletion observed was premature, or normal depletion. Recently, the physician explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Event description:
It was reported that at the recent follow-up appointment, this implantable pacemaker battery longevity was found to have decreased by three years. Boston scientific technical services (ts) was contacted for an assessment, but the necessary device data was not provided. It was mentioned that the patient's threshold measurements are high, resulting in elevated outputs. However, without data, ts was unable to determine whether the depletion observed was premature, or normal depletion. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.